Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) to the screen and missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was declined. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
Unit was downloaded successfully using thump software. Unit power up properly after battery installation. Proceed it by using a new battery cap and a new battery. The pump passed self-test. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, scratched case and cracked case (battery tube). In conclusion, customer concern for missing segments/partial display was not observed during analysis and passed all required testing. Cosmetic damage not confirmed on the lcd window screen however, confirmed with cracked battery tube case and scratched case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.